Event description:
The facility reported that during a procedure, the cannula detached/came off the lure-lock syringe at the moment of closing the wound and hydrating the cornea. This resulted in dislocation of the intraocular lens (iol) and damage to the capsule and retina. A vitrectomy was performed and the iol was placed in the sulcus during the same procedure. A 10 cc syringe was used during surgery instead of a 5 cc syringe. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.